Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviwed with the patient and confirmed as correct. The patient is a new pump user and still in the process of adjusting her insulin dosages; the patient is also pregnant.